Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08576 and 2134265-2015-08577. (B)(6) clinical study. It was reported that death occurred. In (B)(6) 2015, the patient underwent an elective percutaneous coronary intervention (pci). The 80% stenosed, de novo target lesion was located in a distal saphenous vein graft (svg). It was a 38mm lesion with the most distal site at the right posterior descending artery (r-pda). The reference vessel diameter was 2.5mm. Predilation was performed using a 2.25mm balloon catheter at 6 atmospheres. Then a 2.25x12mm, 2.50x38mm and a 2.50x20mm promus premier stents were implanted with 0% residual stenosis. Post dilation was not performed. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died due to stroke.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died suddenly at home while alone, and was found unresponsive on the floor. The ambulance was called, and the patient was pronounced dead on the scene. No other information was available. It was also adjudicated that stent thrombosis occurred.